Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results once the evaluation is completed.

Event description:
A report was received stating the neck flange broke away from the tracheostomy tube after an unknown amount of time in use. The device had been reprocessed two times prior to the event. No patient injury.